Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during an anterior repair with uphold lite procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the doctor removed the capio device, it was noticed that the dart was stuck into the cage right through the dilator. While trying to "unstick" the dart, the suture near the dilator broke. Reportedly, the suture break happened outside the patient. The procedure was completed with another uphold (tm) lite with capio slim device. There were no patient complications reported as a result of this event.